Event description:
Staff noticed increased oxygen demands, desaturations, and return volumes approx 20 ml off. Vent changed to oscillatory mode to address pulmonary edema. Vent circuit passed pre-use check, but tiny pinholes found along seam. (B)(6) male who presented for vomiting, labs concerning for leukemia. Starting thursday, pt developed symptoms consistent with mom's ongoing uri symptoms congestion, cough, decreased appetite, more tired. The event caused momentary destabilization which was recognized and promptly corrected. It was not the proximate cause of the child's death, but accelerated the inevitable outcome. Procedures include: blood administration, multiple bone marrow bx with sedation, intubation, mechanical ventilation. High frequency oscillator ventilation, central line insertion, udall insertion, arterial lines insertion, dialysis line insertion. Code performed with cardiac drugs and chest compressions.